Manufacturer narrative:
Date of report: 11oct2018. Date of manufacturer: 08oct2018. Attempts were made to obtain further information regarding the device repair. To date, no further details have been received. The service history record was reviewed and no repair information was found.

Manufacturer narrative:
(B)(6) 2018 - the customer contacted philip's product support and was advised to perform a full performance verification test and address any issues found. Patient information and repair information were requested from the customer, but no response was received. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator has flow, but no volume displayed. The customer reported that the unit was in use on patient , but there was no patient harm reported. The event date was not specified; estimate used.